Manufacturer narrative:
Multiple attempts were made to contact the complainant in order to obtain further patient heath information; however, the complainant has remained unresponsive. An update will be provided if any new information becomes available. The product was not returned; therefore, a physical evaluation was performed on a retained sample, yielding results within specifications.

Event description:
A doctor alleged that the damon cuniti arch form had broken in a patient's mouth and the patient had swallowed the broken part.

Manufacturer narrative:
The patient sought medical attention at a hospital for treatment. The patient was administered a general anesthetic and the broken part was removed from her throat. To date, the patient has fully recovered and is doing fine. The product was not returned. An evaluation of retained product is anticipated, but has not yet begun.